Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Event description:
It was reported that gray bar was observed upon interrogation of the device before implant starts. The device was not used. There was no patient involvement as customer never had possession of product.